Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy procedure, the surgeon had no problem for the stapler to fire the first and second white reloads. When using the third gold reload, he found that he needed extra force to activate the first stroke and it got stuck on third stroke. He opened the manual release lever to get it out of patient. He used another stapler with another gold reload. He felt that extra force was needed to activate the first stroke again. But in this time, he found the metal base of the cartridge was detached when unloading the cartridge from the stapler. The surgeon felt very insecure to use extra force to fire the first stroke of the gold reload, especially on vital structure like bronchus. Unknown how case was completed. There were no adverse consequences for the patient.